Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received an inappropriate shock due to the subcutaneous implantable cardioverter defibrillator (s-ICD) oversensing the t-waves and double counting the qrs.. It was noted that the patient has bigeminy. The s-ICD was reprogrammed to a different sensing vector. Over one year later the s-ICD was explanted for continued inappropriate therapy due to t-wave oversensing and double and triple counting of the qrs. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.